Event description:
It was reported that a proximal femoral nail antirotation (pfna) was implanted 4 months ago in india and was causing patient pain related to prominence of the device and delayed healing. All of the hardware was removed and replaced with a trochanteric fixation nail (tfn). Reportedly when trying to remove end cap; the blade bent during surgery. No surgical delays were reported or patient harm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date reported only as 2014 approximately 4 to 5 months prior to this report. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was not implanted in the united states. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.